Event description:
It was reported that the device and leads were explanted and replaced secondary to pectoral stimulation due to nerve impingement. The new system was placed on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2011; 693565 implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. No issue identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.